Event description:
During attempted implant, the stylet could not be inserted into the right ventricular (rv) lead. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of failure to advance the stylet was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. X-ray examination found an over-torqued inner coil at the connector region. The stylet could not be advanced in the lead due to an over-torqued inner coil at the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to an over-torqued inner coil at the connector region, consistent with procedure damage.